Event description:
A malfunction was reported on the pump, and the customer's blood glucose level exceeded 500 mg/dl, displaying "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections, and no third-party assistance was required. The customer reverted to an alternate method of insulin.